Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 23-dec-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) , ubd: 23-dec-2026, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient reported an issue with the lead, mentioning they felt it moving after a recent fall a month ago. Agent reviewed information. Agent redirected the patient to hcp for further assistance. Patient also requested to have a representative meet with them at (B)(6) hospital, due to a scheduled epidural surgery. Patient stated they had changed clinics and wanted a representative to check their devices or perform reprogramming. Patient also inquired about upgrading the battery that had been offered to them. Patient stated they had a lot of medical issues and concerns and want it done by meeting rep in person. Agent reviewed rep's role. Email sent to field rep for visibility.